Event description:
The manufacturer received information alleging an issue related to CPAP device's sound abatement foam. The patient alleged visualization of particles in tubing/chamber. The patient alleged nasal / throat irritation or soreness,irritated eyes and nose. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging an issue related to the CPAP device's sound abatement foam. The patient alleging visualization of particles in tubing/chamber,nasal / throat irritation or soreness,irritated eyes and nose. New information has been added that the patient alleged feeling sick. There was no report of serious or permanent patient harm or injury. Section b5 is updated here. Section g3 is updated with additional information. Section h6 health effect - clinical code: 4581 is updated with additional information.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging inline bacteria turning black, irritated eyes and nose, particles in mask, tubing/chamber, nasal/throat irritation or soreness, feeling sick related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.